Event description:
It was reported to philips that device is having extreme delays in connecting to corsium. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Update to the evaluation results, component code and conclusion coding originally provided on MFR report number 3003832357-2024-00646.